Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0f2w6, implanted: 2014 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was a 50 percent or greater symptom reduction. The component involved in the reported event was the lead. Troubleshooting was done to provide insight to the issue and actions were taken to resolve the issue. The cause of the event was not determined and it was device related. The lead was damaged and the patient recovered without permanent impairment.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was turned off for their surgery yesterday and for some reason they couldn¿t get it to work right now. The patient synced and was on program 2 with stimulation on at 0.05v and the patient used to be at 4.8v. The patient tried to increase and saw a triangle and steps going up. The patient had program 3 at 0.0v, program 4 at 0.0v, and program 1 at 4.8v. The patient tried to decrease stimulation before activating program 1 but was not successful. Since implant the ins had caused pain in the patient¿s back so yesterday, the ins was moved to more underneath their armpit above their hip but still on their left side. The patient removed that batteries in their programmer and they would get new batteries and call back. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.